Manufacturer narrative:
Investigation summary: the customer issued a complaint for can¿t activate problem detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. It should be noted that tests performed by bd tatabánya during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Investigation conclusion: no evidence (sample, photo, or analysis report) was provided therefore no conclusion could be made to confirm the reported condition. The complaint is recorded for trending purposes. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that ultrasafe plus x100l png clear had a safety guard failure. This occurred on 2 occasions. The following information was provided by the initial reporter: injections don't retract as they normally do, it happened twice, patient was not endangered. The product was used by patient.